Event description:
It was reported that during a drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The physician successfully deployed a taxus express2 2.50 x 12 mm drug eluting stent in the left anterior descending artery (lad). However, immediately upon delivery the pt started to have shortness of breath, itchiness, wheezing, "erotic" pressure dropping to 60, tachycardia of 140, and facial swelling. It is noted the pt's medication consists of benadryl, dopamine, versed, angiomax, solumedrol, pepcid, plavix, and maalox. In addition the physician does not know the cause of the hypersensitivity. The pt was then put on a balloon pump which was removed that evening. No further pt injuries or complications were reported. Pt is in satisfactory condition and was discharged from the hosp the next day.